Event description:
It was reported by service report that the bed was having electrical problems. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Investigation is on-going; a follow-up report will be submitted with results and model/serial number.